Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a cal error alert, a lost sensor alarm, and a motor error alarm. The customer's blood glucose level was 409 mg/dl. The customer was able to rewind the device. The customer performed the self-test and it passed. The customer was advised that the alarm may have been a site issue. The customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.